Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to malalignment (left); revision njr number: (B)(4); primary asa: p1 - fit and healthy.